Event description:
Sales rep reported that a customer has a t-connector extension set that cracked. The nurse reported that blood was coming through a crack by the blue cap. The pt had a 2 gram drop in hemoglobin after the blood leaked out of the crack in the plastic. The pt bled out of the crack for about 20 minutes before the nurse noticed the leak. Blood was drawn to assess how much blood the pt had lost and to assess if there was a need for a blood transfusion. The pt remained stable and did not require a blood transfusion, actual lab results not provided. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted once the eval has been completed.